Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, broken in shell and missing shell (25-50%). A visual and microscopic analysis was performed which identified; striated broken on radius. Based on the device analysis the final assessment is: missing shell assessed as inconclusive and a striated pattern of broken assessed as surgical damage consist in the use of some surgical tool.